Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. The technician replaced the level sensor as a potential root cause. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A serial readout was also performed and sent to livanova (B)(4). Evaluation of the serial readout did not show any pump malfunctions. The replaced level sensor has been requested for return to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 system displayed a runaway pump error message during a procedure. There was no report of patient injury.